Event description:
N/a.

Manufacturer narrative:
DHR review cannot be performed at this time as the lot number for 3539252 was not provided nor was the product sent in for inspection. Sample was not returned for evaluation, however, according to device user manual, integra padgett dermatomes are intended for use in conjunction with integra padgett dermatome blades only. Accordingly, using another manufacturer¿s blades in conjunction with an integra padgett dermatome will void the product warranty. This appear to be user error due to blade was used with other similar device. Therefore, failure mode was not confirmed.

Manufacturer narrative:
The device involved in the reported incident is not available for evaluation. An investigation has been initiated based on the reported information.

Event description:
It was reported that on (B)(6) 2018, a 3539252 dermatome blades (box of 10) created a large open wound. Zimmer dermatome handpiece was used with an integra dermatome blade for skin graft procedure which caused patient injury. According to the customer, zimmer blade is to be used only with the zimmer hand piece; however, integra blade fits into zimmer hand piece. Additionally the zimmer blade and integra blade look similar, packaged similarly and they were stocked in the or in the same location. To note: the zimmer blade does not fit into the integra handle. Skin graft procedure was completed. Additional information has been requested.